Event description:
Spontaneous communication from (B)(6) home health rn, who reported that the pt's pump has been giving her high up pressure alarms and down occlusion alarms during the pt's infusion on (B)(6) 2022. The home health rn has flushed the line, changed tubing, and is still getting the alarms. The home health rn reports that she is able to infuse the patient at the moment but would like a new pump sent out new pul1lj being sent to pt. Pul1lj used to infuse gamunex at above dose. No further information was provided. Product did not contribute to patient or clinical injury. Actual device is available for investigation. There was a backup device available to switch to. Lot pump number: 254076 pump due date: 1/12/2023 indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by: health professional.